Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having epicardial leads implanted and when the device was being interrogated it was noted that the left ventricular (lv) exhibited high thresholds. The right ventricular (rv) his bundle lead was capped and replaced. No patient complications have been reported as a result of this event.